Event description:
It is reported that a customer received a calibration error on their insulin pump. The patient's blood glucose level was at 237 mg/dl. The customer stated that there were no significant events that could have led to the calibration error alarm. The customer was helped with trouble shooting and found that the sensor was expired which may have been the cause of the issue. The customer was informed that the sensor needed to be replaced. No further information was provided.

Manufacturer narrative:
Reliability analysis inspected 1 opened/used enlite sensor and performed bicarbonate buffer test. Sensor passed per spec with accurate readings. The canula was bent however, unable to confirm if customer received sensor in said condition due to product was returned opened/used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.